Event description:
A pt reported pain ten days following an essure micro-insert placement procedure. A CT scan was performed and it was observed that the micro-insert on the pt's left side had possibly broken into 2 pieces. A laparoscopy was performed to remove the micro-insert on the left side. The micro-insert was found intact and to have perforated the fallopian tube; the inner coil of the micro-insert was wrapped in the pt's bowel. The physician reported the pt's status as "fine" following removal.